Manufacturer narrative:
The psm was returned back for investigation and failure analysis (fa) was unable to replicate the reported problem from the field because the technical field specialist (tfs) damaged the main cable harness near the axis 2 brake while changing the gear to resolve the slow singe sweep test failure. Fa was able to see the damaged harness and confirm the problem from the field. Fa was not able to perform any functional tests because of a system error code caused by the damaged harness. As a fix the main cable harness and axis 2 brake and the metal gear will be replaced to address the reported problem from the field. The plastic wiring tube support bracket was also found to be cracked and will be replaced. Based on the information provided, this case is still deemed as a reportable malfunction.

Manufacturer narrative:
The psm has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A supplemental MDR will be submitted after the evaluation has been completed or if additional information is received.

Event description:
During preventative maintenance, it was reported by the intuitive surgical, inc. (Isi) technical field specialist that the patient side manipulator (psm) 1 failed slow sweep testing. This failure was found during preventative maintenance and had no patient involvement, however if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced.